Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the iol was exchanged. Additional information has been requested.

Manufacturer narrative:
D.3. Product manufacturing site updated due to receipt of serial number of the product. G.8. Manufacturer report number corrected and reported under 9612169-2025-02432 the manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated, patient experienced refractive surprise with astigmatism and under correction despite of perfect positioning. After further discussion, it turns out the doctor simply made an incorrect calculation or estimation. So, there was nothing wrong with the company lens. The lens still remains in the patient eye and was planned to be explanted. Additional information was received and stated, after 6 weeks of initial procedure the lens was explanted and replaced with another lens on (B)(6) 2025. The symptoms were resolved and there was no residual astigmatism.